Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Fdc code (B)(4) updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the high impedances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there were high impedances on the lead intraoperatively. Diagnostics/troubleshooting performed included re-seating the twist lock cable and ran impedances again with same result. The surgeon replaced the lead with a new one, used the same twist lock cable to test impedances and they were normal. The issue was reported to be resolved at the time of this report. The lead will be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.